Manufacturer narrative:
(B)(4). Correction: lot number. Evaluation summary: the steerable guide catheter was returned and the reported leak (loss of fluid column) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) in this incident could not be determined. It is possible that the user technique during the device preparation contributed to the reported leak; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air in the device. It was reported that during device preparation of the steerable guiding catheter (sgc), after the dilator was inserted into the sgc, the hemostatic valve began to fill with air. The dilator was removed, and the devices were de-aired. The dilator was inserted again, but air was again noted in the hemostatic valve. The sgc was not used in the anatomy and replaced. There was no additional information provided regarding this device issue.